Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on 10/23/2023. On 10/26/2023, the patient¿s cgm was reading 300 mg/dl. No bg comparison taken at this time. The patient self-treated by taking an insulin injection. After treatment, the patient felt like he was going to pass out (but did not) and drove himself to the emergency room (ER). At the ER, the patient received medication through an IV, but the patient could not recall details. No bg/cgm comparison values were provided while the patient was at the ER. The patient was observed at the ER for "awhile" before being discharged home. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).